Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery and complex abdominal wall reconstruction on (B)(6) 2012 during which the surgeon noted there was a significant fascial defect. It was reported that the patient underwent open abdominal wound surgery on (B)(6) 2012. It was reported that the patient experienced severe pain, bowel obstructions, dense adhesions, mesh detachment, nausea, bulging, inflammation, infection, stress and anxiety. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 02/04/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.